Event description:
It was reported that the lead dislodged. During revision, there were difficulties extending the helix again. Another lead was implanted. The patient was fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.